Event description:
An implantable pulse generator (ipg) system was returned from roberts funeral home with no information. Information identified in the manufacture¿s database indicated the patient died approximately 9 months post implant of the ipg system, almost 5 years ago.

Manufacturer narrative:
The device(s) associated with this adverse outcome were returned from a funeral home with no information. The cause of death was unknown. The patient died greater than two years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407658 lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Visual analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.